Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected solution at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is working (solution was running). After these 60 minutes leakages were not detected. The inspected sample is within our specifications. We assess this complaint to be not judgeable. We have informed our manufacturer accordingly. Blockage due to crystallization issue is addressed in CAPA 001475.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed device history record and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (B)(4): no infusion. Drug: 5fu. Date of administration: (B)(6) 2015.